Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the angulation knob was locked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the angulation knob was locked. A root cause could not be identified . Based on the results of the investigation, it is likely the following led to the malfunction: it is difficult to identify the specific cause based on the information obtained, but the following factors may have affected the sliding of the angle knob. Foreign material was caught in the sliding part (sprocket) of the angle knob. The axis of the angle knob was distorted due to external stress such as impact or dropping of the control unit. The event can be detected/prevented by following the instructions for use which state: -instructions evis lucera gastrointestinal videoscope olympus gif type h260 operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope -important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.